Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 90% stenosed lesion being treated was located in the proximal right coronary artery (rca). The physician predilated with a 3.25 mm balloon and two stents were placed in the distal and proximal (rca). The distal lesion was treated with a cypher stent and the proximal lesion with a 2.75x20 mm taxus liberte drug eluting stent. Asa and plavix were administered pre and post procedure. Five hours after the stents were placed the pt felt chest pain, dizziness, and st elevation. Angiography found a thrombosis within the taxus stent. The physician tried to intervene by inserting the maverick balloon to re-open the stent. After several unsuccessful attempts to reopen the stent, the pt was sent for bypass surgery. Pt status reported as "normal". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.